Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr was unable to duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the breaths per minute (bpm) were going up and down causing autocycling. The ventilator was on a patient when this issue occurred. The customer stated there was no harm or injury to the patient.